Manufacturer narrative:
Although no device malfunction was reported, we are unsure if another device was located or available for the surgical procedure to be performed. Therefore, we conclude to submit this as a reportable event since we can not 100% confirm that pt treatment was not delayed by the late shipment of the device.

Event description:
This order was entered on october 5, 2004 for delivery at 8am on october 6th. The order appeared on the system as ship date of december 14-2004. The order did not reach the hosp for the surgical procedure. This info was given to the neurospecialists in hopes he could locate another device within the area to use for the scheduled surgical procedure. It is unk at this time if a device was located in time.